Event description:
It was reported that when the deivce was used during a procedure for prolapsed hemorrhoids, the surgeon fired the instrument as usual and noticed an unusual sound. Once removed with more effort than usual, the surgeon noticed bleeding. Upon examination of the staple line, the surgeon noticed that 1/4 of circumference was incomplete, with nonformed staples. Surgeon performed a laparotomy and repaired the colon with diverting, temporary colostomy. The pt is recovering without any further complications.